Event description:
It was reported the guidewire is "folded inside the packaging". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, unopened arterial kit for analysis. No evidence of a sterility breach was observed. Visual analysis revealed that the guide wire and the protective tubing were both kinked in the same location within the kit. Creasing was also noted on the pouch in the same approximate location. This likely contributed to the kinking on the guide wire. Further analysis of the returned lidstock clearly states "do not bend" at the top and bottom. The kit was opened so that dimensional analysis could be performed. The kink on the guide wire measured 66mm from the distal weld. The guide wire total length measured 350mm, which is within the specification limits of 345mm-355mm per the guide wire product drawing. The guide wire outer diameter measured 0.523mm , which is within the specification limits of 0.508mm-0.533mm per the guide wire product drawing. Functional inspection of the guide wire was performed per the product instructions for use, which states, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). Thread tip of indwelling catheter over spring-wire guide". The guide wire was passed through the returned 20 ga introducer needle. The functional areas of the guide wire were able to pass completely through with no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed kink, in addition to the creasing in the packaging, is consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. A device history record review was performed, and no relevant findings were identified. An engineering change order was implemented in may 2018 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The returned lidstock was reviewed and the words "do not bend" are clearly visible at the bottom and top of the lidstock. The instructions for use (IFU) provided with this kit warns the user, "precaution: use of excessive force may damage catheter or guidewire." The customer report of a kinked guide wire prior to use was confirmed through complaint investigation of the returned sample. A kink was observed on the guide wire body. In addition, folds and creases were also observed on protective tubing and the outside packaging. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. The lidstock clearly states "do not bend". Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the guidewire is "folded inside the packaging". No patient involvement.